Manufacturer narrative:
(B)(4). The device evaluation was completed for the reported increased intra-peritoneal volume (iipv) event. The event history log was reviewed and showed no keystrokes, programming or use related event that would indicate or contribute to the reported problem. However, the log did show that therapy was aborted in drain four and there was no drain volume noted for that cycle. Then during this cycle, the patient started with a volume of 2303ml and drained to a -1397ml, which indicated 3700ml drained. This information verified the occurrence of the iipv event since the patient's fill volume was noted as 2300ml. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing along with a one hour simulated therapy and no issues were noted. The device met product specifications related to the reported event. The cause of the iipv was determined to be use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain 4 of 4 of peritoneal dialysis therapy. It was determined that the patient's fill volume (fv) equaled 2300ml and the drain volume (dv) equaled 3700ml. The technical service representative assisted the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.